Manufacturer narrative:
Qn# (B)(4). The customer returned one transducer cover and sticker label for analysis. Signs of use were observed in the transducer cover. Initial visual inspection revealed no obvious defects or anomalies. After functionally testing the cover, one tear was observed at the bottom of the cover. The appearance of the tear is consistent with unintentional use error. The transducer cover was filled with water to identify any potential leaks. Once filled, water was found leaking from a tear at the bottom of the transducer cover. A device history record review was performed and no relevant findings were identified. The customer report of a leak in the transducer cover was confirmed through investigation of the returned sample. Visual and functional inspections revealed a tear in the transducer cover. The appearance of the tear is consistent with unintentional use error during use. Therefore, based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "our PICC nurse opened the midline kit for procedure and found the probe cover had a tear in it." Additional information received reports the transducer cover had the tear instead. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "our PICC nurse opened the midline kit for procedure and found the probe cover had a tear in it." Additional information received reports the transducer cover had the tear instead. This was found prior to use. There was no patient involvement.